Event description:
Customer alleged 2 sets of discrepant blood glucose values: 106 mg/dl, 132 mg/dl, 238 mg/dl and 350 mg/dl; and 339 mg/dl and 111 mg/dl back-to-back on the advantage system. The customer reported no symptoms with the results and did not treat or act on results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.